Event description:
An optometrist reported that a pt was diagnosed with a peripheral corneal ulcer in the right eye associated with extended wear of focus night & day lenses. The pt first experienced discomfort, redness, tearing 7 light sensitivity in 2003, did not remove lens & was seen by optometrist that day. Diagnosed as corneal abrasion, cyclopleged with homatropine & prescribed ocuflox every hour & instructed to return to office next day. At follow up, vision blurry & no improvement noted, referred to ophthalmologist on same day. Pt presented with severe pain, mucopurulent discharge, and severe redness/injection. There was staining over the infiltrate and marked anterior chamber reaction. Ulcer cultured (positive for staphylococcus aureus) & prescribed ocuflox, ciloxan & scopolamine. 17 days later visit daily contact lens wear approximately 1 week later. No further info is available at this time.